Event description:
Customer reported blood glucose results of 125 mg/dl and 289 mg/dl within 10 minutes on the complete/comfort curve system, along with a separate incident of 267 mg/dl and 103 mg/dl within 10 minutes on the complete/comfort curve system. Customer did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.